Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip could not be properly loaded on the grips. The grips did not show cracking damage. Components adjacent to this severely bent grip did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not clipping as it used to. There was no reported injury.